Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was running the weekly test instead of the hourly test. This may cause a rapid discharge of the main battery. No report of patient involvement.